Manufacturer narrative:
According to received information the compressor alarmed for low pressure. Our fse (field service engineer) was on site and investigated the issue. It was found out that the air tube/pipe that goes to the pump of the compressor was damaged. The tube was replaced and the issue was solved and the compressor returned to clinical use. We did not receive information of how this damage occurred. The root cause of the low pressure is the damaged air tube/pipe of the compressor.

Event description:
It was reported that during patient treatment, the compressor alarmed for low pressure. There was no patient harm. (B)(4).